Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 419 mg/dl at the time of the event and current was 424 mg/dl. The customer was treated with the insulin pump, manual injection and the customer experienced symptoms-fuzzy, shaky, headache. It was also found that the auto mode feature was not active at the time of the event and that the pump was used before 48hrs. No further patient complications were reported. Troubleshooting was performed product is not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.